Event description:
It was reported that this patient an implantable pacemaker was recently evaluated in-clinic, where upon interrogation, occasional atrial sensed markers and a non-physiological signal was detected. All other measurements were stable, and the noise was unable to reproduced via provocative maneuvers. Boston scientific technical services (ts) was contacted for review, and it was discussed that the observed signal could be the result of over-sensed right atrial (ra) noise with concomitant under-sensing of the ventricular activity. Upon a further examination, the noise seemed to point towards telemetry noise. Standard troubleshooting was recommended to confirm that this was not reproducible, and more intense follow-ups were recommended, since the device is nearing normal end-of-life. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.